Event description:
Follow-up information was received from the clinic that confirmed there was no device migration and there was nothing wrong with the device system or function.

Event description:
It was reported by the patient that the device moved to the end of the patient¿s arm at the rotary cuff site. The patient stated the device is in the wrong place. Follow-up attempts to gain additional information from the clinic are in progress, but no information has been obtained at this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2009; 407645 implantable pacing lead (B)(6) 2009. (B)(4).